Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the scs ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg pocket was relocated to the abdomen. Reportedly, therapy was restored post-operatively and issue was resolved.